Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges hearing the foam was in the air pathway of the device and having headache. The device was returned and no foam degradation reported but water ingress on the blower motor and box observed during device lab investigation. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer submitted the previous report with incorrect d9, g3, h2 and h3 sections and it has been corrected in this report.